Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to upgrade this system, this right ventricular (rv) lead was explanted due to elevated threshold measurements. No additional adverse patient effects were reported.